Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was re-run on an alternate dimension instrument and a lower result within the normal range was obtained. The patient was admitted to the facility. It is not known if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated sodium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated sodium result was sample integrity. Also contributing to the issue was sample metering by the imt valve. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed proper instrument maintenance procedures to replace the sample probe and tubing, the sample metering syringe, and valve. Sample handling contributed to the problem with the imt system. The user did not follow the sample tube manufacturers instructions for use. The operator failed to follow tube vendor instructions for centrifugation duration. The IFU for dimension quiklyte imt sensor contains the following information: "follow the instructions with your specimen collection device for collection, tube handling, spin times, and g-force especially when using plastic blood collection tubes. Failure to follow the blood collection tube instructions may result in increased maintenance or troubleshooting of the imt system." The instrument is performing within specifications. No further evaluation of the device is required